Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer tried three different batteries but display did not come up. Customer ensure the battery was inserted correctly but display did not return. No harm requiring medical intervention was reported. The device will be returned for analysis.